Event description:
Procedure: right hemicolectomy. According to the reporter: there was post operative content leakage. The pt returned to surgery, underwent surgery for peritoneal lavage, and was treated with antibiotics and the pt was transferred to ICU for observation. This extended the hospital stay. The pt was subsequently reported as stable and out of danger.

Manufacturer narrative:
(B)(4).